Event description:
Surgeon reported that a fiber was seen in the eye at the post-op examination. The fiber was removed during a second procedure. The patient's current status in unknown. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 09/25/2009.